Event description:
During the implant, the lead had pulled back out of the coronary sinus. The doctor decided to close the pt and reposition the lead the following day. After repositioning, lead testing was good. All records indicate that this lead remains implanted.